Event description:
Caller tested 5.4 inr on the coaguchek xs system while a professional coaguchek xs system returned as 4.0 inr. No treatment required. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.